Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user forgot to perform a meal announcement until they were almost finished eating, after which blood glucose rose to a reported peak of 320 mg/dl and then began trending down, prompting education on proper meal announcement technique and expectations when a meal announcement is missed. Symptoms included hyperglycemia without reported clinical sequelae such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient high glucose above 180 mg/dl for approximately 30 minutes, no alerts for prolonged severe hyperglycemia, no use of backup therapy, no ketone testing, and no medical intervention or assistance. Investigation included telephone-based troubleshooting and user education focused on correct meal announcement timing and actions after a missed meal announcement. Investigation of this case revealed user error related to a missed meal announcement with device function consistent with design, as evidenced by subsequent downward glucose trend and absence of device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user interaction/use error associated with missed meal announcement.